Event description:
It was reported that the customer had high blood glucose and it was treated with a manual injection. Troubleshooting was performed. The time was correct and the history alarms did not show any alarms. Ran a high pressure test and failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.